Manufacturer narrative:
The subject device was disposed

Event description:
During a stroke embolectomy, there was difficulty removing the stent retriever. The microcatheter moved unexpectedly in the carotid artery resulting is a dissection of the carotid artery. The physician placed a stent in the carotid artery and administered reopro (dosage unknown). The day after the procedure, the patient experienced a hemorrhage and died. The physician attributes the hemorrhage and the death to the reopro that was given after the carotid stent was placed.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel dissection is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
During a stroke embolectomy, there was difficulty removing the stent retriever. The microcatheter moved unexpectedly in the carotid artery resulting is a dissection of the carotid artery. The physician placed a stent in the carotid artery and administered reopro (dosage unknown). The day after the procedure, the patient experienced a hemorrhage and died. The physician attributes the hemorrhage and the death to the reopro that was given after the carotid stent was placed.